Event description:
At about 6 years 1 month after the primary, the patient came in due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the system to double mobility. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 october 2025: lot 1900218: (B)(4) items manufactured and released on 12-apr-2019. Expiration date: 2024-04-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Lot 183350: (B)(4) items manufactured and released on 14-nov-2018. Expiration date: 2023-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.